Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device which caused leakage and water invasion of the scope connector - this then caused an abnormality in electronic components, and the suggested event occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A deformed scope cover caused water tightness to be lost, a worn angle wire caused the bending angle in the up direction to not meet specification, there was a detached bending section cover, there was a dirty universal cord and there was corrosion on the on the control unit due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there was error code e315 (no scope detection) displayed on the screen during preparation for use for a colonoscopy. This occurred when the endoscopy nurse attempted to plug the scope into the processor to set up for the next procedure. The error message appeared and the scope was unable to be used. It was set aside and a different scope was used for the patient. There were no reports of patient harm, procedural delay or hospital stay associated with this event.